Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument analyzed and found to have failed the clip test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. One of the grips won't release the clip and it was stuck on one of the grip-tips. The complaint was confirmed by failure analysis. Additional observation(s) related to the customer reported complaint: the clip applier instrument was found with one grip bent. The damage was found near the edge of the clip. As a result, the clip could not be properly released from the grips. Additional observation(s) not related to the customer reported complaint: the instrument was found to have mechanical indentations/burrs at the grip-tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping. The procedure was completed with no reported injury.